Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
As reported by the customer, a sinus wave was seen on the ECG of a patient. Cardioversion was performed. After cardioversion has been performed, the sinus wave can still be seen on the mx400 display. The cardioversion was repeated, even though the defibrillator display showed a normal ECG waveform. A normalized ECG waveform was confirmed by the use of an ECG machine.

Manufacturer narrative:
The issue has been identified to be associated with a software related deficiency which occurs when the device is not completely shut off or power cycled. The device displays outdated wave data instead of actual real-time data, depending on the selected wave speed, the period until the issue occurs can vary from 102 days (50 mm/s wave speed) to 820 days (wave speed @ 6,25 mm/s). At the default wave speed of 25 mm/s, the described issue is likely to occur after 205 days of continuous use. Alarming and other functionality work as specified. Numerics representing vital signs will show current values. Power cycling or rebooting the device solves the problem for a minimum period of 102 days. No further patient and incident information is available, therefore it will be considered that there was no patient harm as the customer reported that a normalized ECG waveform was confirmed by the use of an ECG machine. A field safety notice has been provided to all impacted customers with notification about this issue and communication regarding implementation of a field change order containing a software patch to resolve the issue. Until the software is upgraded, users must power off the device in order to avoid this problem. The FDA was notified of this field action on july 20, 2016.

Event description:
As reported by the customer, a sinus wave was seen on the ECG of a patient. Cardioversion was performed. After cardioversion has been performed, the sinus wave can still be seen on the mx400 display. The cardioversion was repeated, eventhough the defibrillator display showed a normal ECG waveform. A normalized ECG waveform was confirmed by the use of an ECG machine. Although, no further patient and incident information is available, it will be considered that there was no patient harm as the customer reported that a normalized ECG waveform was confirmed by the use of an ECG machine. This complaint is labeled "serious injury" as cardioversion was performed on a patient, and this procedure is considered as a medical intervention.